Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary half height drawer 1-1 pockets failing constantly. A field service engineer (fse) cleaned the contacts on the drawer controller boards and secured the hard stops and all connections. Fse tested in the hardware test application. Fse found the pocket c3 lid was sluggish to open and removed the pocket and tested it again in the hardware test application no issue found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1.1 pocket hardware failed. The remote support service status showed the station as online. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.